Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing lead impedance on a patient's lead was high with high capture thresholds. An rv lead revision was attempted but despite venogram showing an open subclavian the physician couldn't get the dilator sheath past stenosis in the svc-ra junction. The lead was reconnected to the device and remains implanted.

Event description:
New information received indicated that in (B)(6) 2016 another attempt to replace the lead was unsuccessful due to the occluded ra svc junction. The lead was successfully capped and replaced on (B)(6) 2016. The patient was fine.